Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, imaging was difficult. 2 triclips were successfully implanted. Post deployment, second triclip had single leaflet device attachment(slda) from the septal leaflet. Additional clip was deployed to stabilize the slda clip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy, as per case details. The cause of the reported difficult imaging could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.